Event description:
Two rehab experianced na's were giving patient a shower on a bariatric shower chair. A peg slipped out of hole and one leg dropped about 2 inches lower than other 3 legs. Patient was always on the seat. Both na's were right next to patient. Patient did not fall. Patient did not hit anything. Patient stated she was fine. All the rest of shift patient states she was happy. Patient smiling and very content. No complaints of any kind. On next shift, patient started to complain of generalized aches and pains in knees and back. Patient stated to them that she was not sure if it was the shower chair sudden slant, or the po lasix she got that made her get up and down so many times to urinate.